Manufacturer narrative:
Citation: veulemans v et al. Specific intraprocedural adverse events with new generation self-expandable tavr devices: is it all a matter of device size? Journal of the american college of cardiology. 2019 oct;74(13): suppl b475. Doi: 10.1016/j.jacc.2019.08.574. Epub 2019 sep 23. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the intra-procedural incidents that occurred in patients who underwent trans catheter aortic valve replacement with the self-expanding evolut r valve. All data were collected from a single center. The study population included 326 patients (demographics not provided), all were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Valve sizes used: 26 mm (88), 29 mm (148), and 34 mm (90). Among all patients, intra-procedural adverse events included: second valve implantation due to valve dislocation. Valve dislodgement was also observed, but no interventions were reported to have occurred as a result. Based on the available information, medtronic product was associated with the adverse events. The physician/author indicated ¿these events may be linked to measurable anatomical characteristics.¿ no additional adverse patient effects or product performance issues were reported.